Manufacturer narrative:
(B)(4).

Event description:
It was reported that the g6 app stopped working after an update occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The reported event of the g6 app stopped working after an update is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.